Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that there was an issue with the vacuum which is supposed to pull the wash fluid from the cap piercer wash cup, and the fse performed repairs by replacing the cap piercer assembly which resolved the issues. The system functioned properly with no signs of further leaking or error issues detected. The bec internal identifier for this report is (B)(6).

Event description:
The customer reported to beckman coulter (bec) that there was an error message indicating "mc sample errors", and there was a small amount of fluid which had leaked from the cts (closed tube sampling) blade wash of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.